Event description:
During a procedure, when switching the short sheath with the long sl0 sheath, it broke in the middle. There was no resistance noted during insertion. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The device was returned due to the sheath fracturing. The sheath was noted to be fractured in the middle. Additionally, the sheath was yellowed and noted to be cracked in multiple locations throughout. The damage is consistent with degradation of the device due to exposure to uv light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that the product should be stored in a cool, dark, dry place. The cause of the sheath degradation is consistent with not following the instructions for use.